Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported for father via phone call the insulin pump alarmed no delivery and had high blood glucose level. The customer¿s blood glucose level was 592 mg/dl and yesterday it was 579 mg/dl. Customer reported that blood glucose was over 300 mg/dl when this issue began. Customer decline troubleshooting for high blood glucose level. Customer stated that they are in doctor office. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No excessive no delivery alarms were noted. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.